Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check. According to our field service engineer, after verification it turned out that the gas module was faulty. Fse has provided information to the customer about the reference and price of this material so that the customer can purchase and replace it themselves. Further information confirmed that the customer has replaced the o2 module. The replaced o2 gas module was not returned for investigation. Therefore, the root cause for the reported problem could not be established.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).